Event description:
Customer reports receiving a result of hi (greater than 33.3 mmol/l) on the performa combo system. She administered a bolus of humalog based on this result. Within 2 hours, she became hypoglycemic and received unspecified treatment from her husband and daughter. At this point the customer tested 22.5 mmol/l on the performa combo system and 4.8 mmol/l on the performa system within 10 minutes. Requested return of suspect system, however the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number 471664, expiration date 02/28/2015). (B)(4). Device will not be returned to manufacturer.